Event description:
On (B)(6) 1995 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter demonstrated a posterior tilt of 20.7 degrees and leftward tilt of 7 degrees. There were two struts protruding through the ivc wall anteriorly and extended into the head of the pancreas. The struts extended about 12mm anterior to the vessel wall. There was one strut that extended into the right renal vein by about 11mm and one strut that extended through the left vessel wall by about 7mm without adjacent organ involvement. The apex of the filter touches the posterior wall of ivc.

Event description:
On (B)(6) 1995 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter demonstrated a posterior tilt of 20.7 degrees and leftward tilt of 7 degrees. There were two struts protruding through the ivc wall anteriorly and extended into the head of the pancreas. The struts extended about 12mm anterior to the vessel wall. There was one strut that extended into the right renal vein by about 11mm and one strut that extended through the left vessel wall by about 7mm without adjacent organ involvement. The apex of the filter touches the posterior wall of ivc.